Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the information obtained from this complaint and the investigation results did not lead us to identify the cause of the occurrence. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had a forceps channel port that was detached. There were no reports of patient involvement.